Event description:
Customer reported that the device did not work. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that the blades were damaged due to normal wear. Additionally, the functional testing revealed, lack of power, loss of pressure, leaking oil and the hose was worn. Device was inspected and repaired.